Event description:
It was reported that the hospital staff observed ventricular failure to capture with pacing inhibition and no intrinsic ventricular conduction for 5 or more seconds. Upon device interrogation the right ventricular (rv) lead threshold was noted to have increased and the patient reported feeling thumping in the chest when paced at high output. It was then inquired by the physician if the rv lead had gone through the ventricular wall as the rv pacing impedance decreased from 870 to 330 ohms, which is still within normal limits. Upon technical services (ts) review, the device data was requested for analysis and it was discussed that the decrease in impedance can be indicative of lead perforation. Further advise was provided. It was mentioned that rv lead revision/replacement is pending to be scheduled. The rv lead remains in service. Additional information was received. The rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned as it was discarded.

Event description:
It was reported that the hospital staff observed ventricular failure to capture with pacing inhibition and no intrinsic ventricular conduction for 5 or more seconds. Upon device interrogation the right ventricular (rv) lead threshold was noted to have increased and the patient reported feeling thumping in the chest when paced at high output. It was then inquired by the physician if the rv lead had gone through the ventricular wall as the rv pacing impedance decreased from 870 to 330 ohms, which is still within normal limits. Upon technical services (ts) review, the device data was requested for analysis and it was discussed that the decrease in impedance can be indicative of lead perforation. Further advise was provided. It was mentioned that rv lead revision/replacement is pending to be scheduled. The rv lead remains in service. No additional adverse patient effects were reported.